Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional tests were performed. The set was spiked into a zyvox (linezolid) 600 mg/300ml solution bag manufactured by fresenius kabi and distributed by (B)(4). The residual solution was drawn into the secondary drip chamber which was half filled with in-house reverse osmosis water at this point the solution in the drip chamber turned blue/purple. The same color change occurred when the solution was drawn into the (B)(4) primary drip chamber using the same method. It was also noted that the blue/purple color quickly dissipated and the solution color turned back to clear. Visual inspection of the remaining tubing on the primary and secondary set appeared normal with a clear color. It was noted that the solution bag label states - (ph adjusted to 4.8 with sodium hydroxide or hydrochloric acid). No other obvious functional or visual defects were noted. However, it was noted that, the solution changed color and not the tubing. Therefore, the condition was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the tubing became discolored. The customer said the IV was started with medication and antibiotic at 6 am and it was reported around 10am that the discoloration happened. The discoloration appeared to get darker the more time went by. The pharmacy contacted the manufacturer of the antibiotic, linezolid. Upon follow-up with the customer, it was clarified that the tubing appeared to have turned purple with the medication inside of it, but became clear once the medication was drained out. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.